Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Only the battery pack was returned for evaluation. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: japan.

Event description:
It was reported that before surgery, the unit would not spray. During product evaluation and visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There was no patient harm/injury or surgical delay as there was no patient involvement. Destructive testing of product returned is possible. Due diligence is complete; no further information is available.